Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. Patient was implanted with left ventricular assist device (manufacturer report number 2916596-2020-03812). It was reported that the patient experienced right ventricular (rv) failure requiring right ventricular assist device placement and open chest, further complicated by bacteremia, bleeding, absent flow across pulmonary vascular (pv) requiring re-op for pulmonary vascular resistance (pvr). The device operate as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to the centrimag device, could not be determined through this evaluation. The account indicated that the centrimag blood pump, lot number l06427-la4, is still being held by pathology and it is unknown if/when the device will return for evaluation. As of the date of this report, no product has been received and the file will be closed accordingly. The centrimag blood pump instructions for use (IFU) lists infection, bleeding, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. Review of the device history record (DHR) for the centrimag blood pump revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.